Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the lead being broken/damaged was unknown. The hcp stated that the ins was dead and the leads were replaced. They noted that the explanted products were discarded. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the program was adjusted and the issue was resolved.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they got a sting like feeling, similar to a bee sting, on their back side at times; this happened on and off. It was stated that they felt as though they got stung randomly, like a sting or jolt feeling. It was noted that this all first started two years ago, 2016. It was reported that they had to change out the battery and wire; the leads were broken, and the battery was dead. No further patient complications are anticipated or expected as a result of this event.